Event description:
Boston scientific crm received info that nearly one year following implant with this right atrial (ra) lead, it was unable to secure capture at the highest outputs. Additionally, the sensing was variable in range from 0.2mv to 4.8mv. This lead was explanted and replaced with a non-guidant product. To date, no adverse pt effects were reported.